Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under material identification number 1718756 and manufacturing lot number 8f03049 in c2. The product was packed according to the instruction for packing. Lot number 8f03049 was sterilized. During in- process inspection test with focus on catheters squeezed in welding is carried out according to test method- visual inspection of welding catheters in peel pack. Review of the device history record showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity related to the issue reported had been registered during the packaging process of the mentioned lot. Photographs, have been received for this complaint, which were evaluated in accordance with work instruction. The sample did not meet specification. The catheter part has been caught in the peel pack welding lengthways. A non-conformance has been raised to investigate this issue. Five most probable root causes were identified during the investigation and will be addressed in corrective/preventative actions (CAPA) plan. Rc1: cavity is not spacious enough to compensate small deviations in shape. Rc2: not defined storing of the catheters in boxes ¿ there is definition in procedure for correct catheters storing in boxes. In production date of complained catheters there was effective procedure, with no exactly definition of catheters storing. Cc1: extrusion production process and bobbin construction. - it is standard process, so it will be excluded from CAPA plan. Cc2: neglect of the operator. Rc3: not proper method defined in the procedure. Rc4: any machine detection for catheter placement. Rc5: any machine detection for catheter squeezing in weld. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a catheter product was "stuck in the weld of the primary pouch". Photographs depicting the reported complaint issue were provided by the complainant. No harm reported, product was not used.